Event description:
The MFR received info alleging a ventilator does not operate on ac power. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at a third-party service center, the customer's complaint was confirmed. The device's power supply and power management pca were replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.